Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a db mgt inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from 20-20 years of age and between and pounds. Of the reported patients, were male, 1 were female, and were unknown.